Event description:
Per the info provided to co by the physician's office, via co's international representative the device was removed due to a "faulty connector." As reported to co, only the reservoir was removed and replaced, leaving the rest of the device in place.

Manufacturer narrative:
A reservoir and a detached connector were returned for evaluation. Testing of the device, as permitted by its returned condition, revealed no functional abnormalities. Flow restriction testing was done on the connector, but lack of attached tubing prevented leakage testing from being performed. Microscopic examination of the distal tubing end of the reservoir revealed markings consistent with contact with a sharp instrument such as a scalpel or scissors. Such markings are also characteristic of a prepatory step taken prior to securing the connector to the tubing. Further microscopic examination of the distal tubing end revealed impression and/or indentation markings characteristic of tubing that has been secured to a connector. One end of the connector had no portions of tubing within it which corresponds to the aforementioned distal tubing end indication they were once connected. No indications of stress were noted at this former connection site. Although functional abnormalities were not abe to be detected, the physician noted that the inlet tubing was disconnected at the time of surgical revision. This disconnection would have caused spontaneous loss of fluid rendering the device inoperable. However, quality assurance is unable to determine if there were any functional abnormalities concerning the connector. This in conjunction with the lack of info providing no indications as to what factor(s) may have contributed to the complaint stated above, quality assurance is precluded from determining the exact cause of the reported event.